Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed initial functional testing due to fault 41 (patient temperature sensor failure) displayed upon powering up. Technical investigation revealed that the root cause for the observed fault was a failed temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in 2017 and is six years old, past the expected service life of 5 years. The temperature sensor needs to be replaced to address fault 41. The returned autopulse platform was visually inspected, and no physical damage was observed. As a part of functional testing, a load cell characterization test confirmed that both cell modules function within the specification. A brake gap inspection verified the brake gap was within the specification. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed initial functional testing due to fault 41 (patient temperature sensor failure) displayed upon powering up. No patient involvement.